Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 399930, lot# v008594, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radicular pain syndrome. It was reported that the patient had the leads replaced in 2010 as the coating came off the lead. The leads were moved to the stomach. No further complications were reported or anticipated. No symptoms were reported.